Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a distributor representative. "Obf, failed initial testing. Inconsistent alarm, no alarm or alarm stops,"

Manufacturer narrative:
The distributor did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a distributor representative. (B)(4). The alleged faulty device was received by carefusion, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, a follow-up medwatch will be submitted.